Manufacturer narrative:
(B)(4). Device evaluation summary: the device was returned to medtronic for evaluation. The distal tip was damaged indicating that it may have been stubbed during advancement. The stent had deformed and raised struts. The transition shaft was kinked most likely from handling of the device post removal or during the return of the device.

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a severly calcified lesion in the rca exhibiting 80% stenosis and excessive vessel tortuosity. The device was prepped as per IFU and inspected with no issues noted. The lesion was pre-dilated. It was reported that resistance was encountered while attempting to advance the endeavor resolute device but excessive force was not used. The device failed to cross the target lesion and when removed from the patient it was noted that the stent was deformed. The procedure was completed without stent implantation. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions